Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed recurrent restart alerts associated with a motor stall, the system could not complete a rewind, and the user was unable to proceed despite multiple restarts and new supplies; a replacement ilet was arranged, and the current device was shut down with instructions provided for return and future startup. Symptoms included hyperglycemia with a reported blood glucose of 400 mg/dl. Outcomes included administration of subcutaneous insulin via pen by the patient¿s guardian due to the patient¿s age. Investigation included troubleshooting by phone and collection of device information with plans for return and data sync to the mobile app. Investigation of this device revealed a consecutive motor stall condition consistent with an internal pump drive fault that prevented insulin delivery and normal restart, aligning with reported restart alerts and inability to rewind. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the pump motor/drive mechanism.